Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect and was two hours behind the local time. A technical support specialist (tss) dialed into the station and accessed the command interface to review the current time settings. The tss identified that the station was configured to pacific standard time instead of central standard time and updated the time zone to the correct setting. The station was then rebooted to apply the changes. The tss contacted the customer, confirmed that the issue had been resolved, and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station time was incorrect and was two hours behind the local time. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.